Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the battery's output voltage was 3.56v. The cause of the nonfunctional battery is low output voltage. The root cause of the low output voltage was unable to be positively identified. No adverse event resulted from the defective battery pack.